Event description:
Customer stated getting erroneous leukocyte esterase results from velocity not matching manual method.

Manufacturer narrative:
Ichem velocity automated urine chemistry analyzer reporting several false negative on multiple analytes, specifically leukocyte esterase and bilirubin. No change in patient management was reported nor any delay of results or treatment as a result. The erroneous results generated were sent out via lis and auto-filed in patient charts (1 out of 4 erroneous results confirmed via microscopy), however, physician was notified of erroneous results prior to reviewing the results with patient. Fse inspected the unit, replaced the mis-aligned probe and calibrated. System was operational.